Event description:
Customer reportedly received results of 164 mg/dl and 78 mg/dl within 10 minutes on the active system. No symptoms reported with these results. No actions taken based on device results. The customer did not provide the location where the discrepant results were obtained. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.